Event description:
It was reported that on (B)(6) 2013 xia3 surgery was performed; during the surgery, the number of long offset connectors required was not enough. Therefore the surgeon overlaid two short connectors to achieve the desired length. Approximately 4 months after the surgery, it was found that the short connectors become loose and separated. The revision surgery is scheduled to be performed on (B)(6) 2013.

Manufacturer narrative:
Five connectors (catalogue#03820131 & lot#12a960- quantity 2; catalogue#03820101 & lot#12e042- quantity 2; catalogue#03820101 & lot#131868- quantity 1;) were used in total at the primary surgery, 2 of them came loose. It was not possible to identify the 2 connectors.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported event of the ilios titanium offset connector neutral loosening was confirmed via correspondence with the international representative reporting the complaint. No samples could be recovered, so no product analysis could be performed. However manufacturing records for the reported lot number did not reveal any related nonconformity. Per the correspondence it was confirmed that the use of the connectors in this fashion is not recommended and is an off-label use. The offset connectors are meant to connect a rod directly to a screw tulip and not to another offset connector. Conclusion: use of this product that was demonstrated in this case may lead to issues with the construct as each connector to connector connection point is subject to concentrated stress, which can cause eventual instability.

Event description:
It was reported that on (B)(6) 2013 xia3 surgery was performed; during the surgery, the number of long offset connectors required was not enough. Therefore the surgeon overlaid two short connectors to achieve the desired length. Approximately 4 months after the surgery, it was found that the short connectors become loose and separated. The revision surgery is scheduled to be performed on (B)(6) 2013.